Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that humidity invaded the light guide lens, which led to corrosion occurring by applying physical stress to the distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device and material adhered to the outer surface of the scope, and the material was not removed by reprocessing. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the light guide lens was found to have discoloration inside the lens. . There were no reports of patient involvement.